Event description:
The customer contact reported that the device powered off by itself without sounding an audible alarm. At an unspecified time, the device was programmed to deliver intravenous immunoglobulin. No specific programming parameters were provided. It was reported after an unspecified length of time, the nurse noted that the device had shut off by itself without sounding an audible alarm. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was received.

Manufacturer narrative:
The device has been received. Investigation is not complete. The device history downloaded at the service center. A review of the device history indicates that on the reported event date of (B)(6) 2013, there was no device programming or device activity. However, a review of the last programming of the device history indicates on (B)(6) 2013 at 1503, the device was programmed to delivery at a rate of 999 ml/hr, with a vtbi (volume to be infused) of 498 ml, for a duration of 30 minutes and the delivery was started. At 1503, the device alarmed for e380 plunger failure #321 and the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.